Manufacturer narrative:
Concomitant continued: 6943-65 lead, implanted: (B)(6) 2001.

Event description:
It was reported that the right ventricular (rv) lead exhibited impedance spikes and triggered warnings for measured high impedance on the rv defib coil and superior vena cava (svc) coil. The leads remain in use with continued monitoring. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead had high out of range impedance on the svc coil. The svc coil lead had a confirmed fracture. The svc lead was capped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is dextrocardia. The rv lead was suspect of a fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.